Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath failed to split completely. The safety release was used to successfully remove the device from the patient's anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.